Event description:
Flexiva pulse ID 365 connected to the laser and continued to register that the fiber was not detected, multiple attempts of unplugging and plugging the fiber back in with no success. The fiber was then passed off the field, and a new one was connected successfully. The lot # 36821359, ref #m006l8406920, expiration date 06/23/2028. Fiber sent to risk management.